Manufacturer narrative:
The pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window, detached end cap and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had physical damage on their insulin pump. It was reported that bottom part of the insulin pump was poking out. It was reported that the customer did not receive any alarms. It was reported that the case around the drive support cap was cracked. The customer's blood glucose level was reported to be 541.8mg/dl. It was reported that the customer treated high levels with manual injection. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.